Event description:
As reported, the puncture site was still oozing blood after closure was completed using a 6f exoseal vascular closure device (vcd). Hemostasis was finally achieved by manual compression. There was no reported patient injury. The user was trained to the device. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. A non-cordis catheter sheath introducer was used. No resistance or friction was experienced as the exoseal vascular closure device (vcd) was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd), and there was no difficulty deploying the plug. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The indicator wire cowling locked against the handle assembly, an audible click was heard, and pulsatile flow was observed from the bleed-back indicator. Pulsatile bleeding of the puncture site was not immediately noted upon removal of the exoseal vascular closure device (vcd) and sheath. The exoseal vascular closure device (vcd) and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The plug did not fall out of the exoseal vascular closure device (vcd) shaft upon removal from the patient. When depression of the button was attempted, the button was fully depressed. The procedure used a retrograde approach and was interventional. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium or plaque, there was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vascular closure device (vcd) use. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.